Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a broken sensor was detected during seating or regular delivery. The customer's blood glucose level was 12 mmol/l at the time of the incident. The customer stated that her pump read critical pump error. The customer was unable to check the alarm history since the error cannot be cleared. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error was present in the long trace file due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftestdue to critical pump errors. Device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, peeling end cap address label, corrosion on all electronic assemblies and moisture damaged on motor home switch.